Event description:
Device malfunction: difficult to remove/filter entanglement with stent. Time of malfunction: during the procedure. Symptoms/ae: intervention. It was reported that after implanting an rx acculink stent in the left internal carotid artery, the emboshield nav6 recovery catheter could not cross through the stent. As a result, the shuttle sheath prolapsed causing the filter to be pulled into the stent. By maneuvering an unspecified balloon and coronary wire into the stent, the filter was successfully removed from the anatomy. After removal from the anatomy, the filter was noted to have been damaged. The stent remained fixed to the vessel wall without damage. There was no adverse pt sequela. Though requested, no additional info was available.

Manufacturer narrative:
Eval summary: the emboshield nav6 embolic protection system (eps) was returned with blood and contrast in and on the filter element, the delivery and retrieval catheter, the tip coils of the barewire, and on the non-abbott shuttle sheath. The filter element was returned on the barewire with a tear in the filter membrane and bunched distally towards the distal neck of the filter element, which could have occurred as a result of snagging on the stent and is likely caused by the puncture from the coronary wire. The tip coils were sporadically offset, 5 cm proximal to the tip ball and a kink on the core. These damages are likely related to circumstances during removal of the entangled filter using accessory devices or other retrieval catheters. The outer diameter of the distal tip of the retrieval catheter measurement met manufacturing criteria. There was no further damage noted to the dps. There were no reported anomalies to the eps or components and the retrieval catheter (rc) during the prior to use inspection or flushing steps of the retrieval catheter. However, factors that may contribute to the rc not crossing through the stent include, but are not limited to, stent deployed at a bend, kinked bare wire, poor tip geometry and rc advancing technique. To ensure this is not a manufacturing deficiency, there are in-process controls including inspection for retrieval catheter tip welding procedure and tip outer diameter measurement. All units are inspected for any gross damage. In addition, at manufacturing, all emboshield nav6 are visually inspected before packaging. Factors that may contribute to the shuttle sheath prolapsing causing the filter and stent entanglement include, but are not limited to, inadequate sheath support, unsuitable barewire chosen, insufficient support for retrieval catheter, tortuous anatomy, lubricant on the rc tip, and frictional forces between rc and the guide catheter lumen or the barewire. To ensure this is not a manufacturing deficiency, there are in-process controls including inspection for the lubrication of the catheter and checking the catheter shaft for any kinks or damage. Reportedly, the lesion was described as being tight. It is possible that the sheath and rc support were insufficient due to pt anatomical characteristics and circumstances during the rc negotiation out of the stent. A review of the available info and returned product eval do not indicate a product deficiency and attribute the filter entanglement, rc inability to cross through the stent and damages to the filtration element to circumstances during the procedure. A review of the finished device lot history record did not reveal any non-conformity related to the retrieval catheter which could have contributed to this event.